Event description:
Additional information was received indicating this lead began to exhibit oversensing. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
I have gone to the field for additional information. This report will be updated if additional information is received.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed intermittent pace impedances above 2000 ohms. There have been no reported adverse patient effects. The patient will be brought in to troubleshoot the issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The field representative followed up after the patient was seen in physician's clinic. A full interrogation and pocket manipulation was performed and they could not reproduce any out of range impedance measurements. The physician will continue to monitor and follow this patient. No adverse patient effects were reported.